Event description:
The facility's biomedical engineering dept reported a pump that possibly miscalculated an infusion rate. The event occurred prior to the pt use. Reportedly, an intensive care unit nurse was setting a dobutamine infusion in a "mcg/kg/min" mode with a drug amount of 500 mg, "fluid" amount of 250 ml. The prescribed dose of dobutamine was reported to be 0.5 mcg/kg/min. The nurse programmed the drug concentration and the pt's weight, and noticed that the pump calculated the rate to be 0.2 ml/hr. The nurse reported that the rate was wrong. According to biomed, no pt injury or need for medical intervention has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, other medication involved, and set up of the infusion device.